Event description:
It was reported that an infection was noted during a right ventricular lead revision procedure for a sudden rise and high lead impedance, oversensing, and loss of capture. The device and lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).